Manufacturer narrative:
A visual examination of the returned device confirms the complaint. The analysis revealed that the proximal stent curl had been ripped from the suture hole up to the end of the stent. The device history record review confirms that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation, that a percuflex plus ureteral stent was used for an unknown procedure. During introduction of the stent, the shaft of the stent "ripped apart". Another perculflex plus stent was used to complete the procedure. There were no patient complications and the procedure outcome was noted as "good". It was also noted by the complainant that, "the patient has since expired. The patient's death was not related to the procedure or the device. No further information is available at this time."